Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).case description: biomed is getting a 255-32874-275 error while trying to connect to the system maintenance program. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: biomed just upgraded the unit to point of care version 9.33.1.2. Had biomed plug the unit to ac power and connect system maintenance software. Error did not show up. Let biomed know the error will appear if they try to connect to system maintenance while on battery power. Biomed ended call.